Manufacturer narrative:
PMA/510(k): p850022/s017. The warnings in the package insert state this type of event can occur. The product is still being used by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. The patient advised she has very sensitive skin and goes to see her dermatologist every three months. The patient advises she breaks out from wearing (B)(6) as well. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0002242816-2017-00002.

Event description:
The patient stated she is experiencing skin irritation issues with the electrodes. The patient advised she is taking a break from using them for a couple of weeks until her skin healed completely per the instructions from her doctor. The patient advised her dermatologist prescribed her some steroid ointment to help with relief from the skin irritation. The patient states she cannot treat with the electrodes for more than five minutes without getting red and itchy. The patient advised she changes the electrodes every night.